Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported the implant does not last long and they have to charge often and they are not getting therapy relief from the implant since 6 months or longer. Patient stated they need a reprogramming done. Patient stated they stop using the therapy because they were frustrated but they are having lower back problem and her primary care hcp told her to use the therapy. Patient stated her brother has the same problem with the ins not keeping a charge for long time and they have to charge the ins often. Patient stated they haven't used the ins for 6 months or longer. Patient reported the controller is in a different language since two months ago and they are not able to get the language back on. Patient stated they have called several phone numbers but could not speak to anyone. Agent assisted patient with resetting the controller and controller power on and recharging. Agent asked patient to inspect the rtm for damage and patient said there is no damage on the rtm. Agent asked patient to start a charging session and controller show the passive recharge screen and recharging excellent controller 30% and ins red. Recommended patient to charge controller before charging ins. Patient stated her hcp is big rapids clinic, patient did not have hcp name. Refer to pe 705966933 for reports of brother having to recharge frequently.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.